Event description:
It was reported by the customer that the handpiece does not work. No other info available. No pt consequence reported.

Manufacturer narrative:
(B)(4): eval summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. However, a hissing sound was heard. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the instrument no longer meets the specification for continuity. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.